Event description:
On 6/7/91, rptr had a laminectomy and fusion including the use of these plates at l4-5 and l5-s1. Prior to the surgery rptr did have back pain, but due to this operation rptr has had constant pain in her back, right hip and legs. There has been no relief. Add'l cat # 2026-3240.